Manufacturer narrative:
Additional information: the a3 (gender) was submitted in follow up 2 as male. Correction: the h2 (if follow-up, what type?) Was inadvertently submitted in follow up 2 without additional information selected.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6) /2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6)2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on 13/apr/2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. No fluid leaks in the test cassette during the treatment test. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6) 2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s unspecified infection which required pd catheter removal (not a fresenius product). However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s infection cannot be determined. However, infections are not uncommon in pd patients and can be due many potential etiologies, including the pd catheter (not a fresenius product).

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6) 2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.